Event description:
It was reported that during product evaluation by a service technician, a flo-gard infusion pump was found to have an f-38 alarm (pump mechanism sensors). There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The root cause of alarm f-38 was determined to be faulty tube misloading sensors. To correct the condition, the tube misloading sensors were replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up MDR will be sent.